Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the major duodenal papilla (papilla of vater) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a safe papillotomy could not be performed due to unfavorable blade orientation. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results. The returned stonetome was analyzed, and visual inspection found that the working length and the cutting wire were kinked. No other problems with the device were noted. With all the available information, the product analysis of the returned device revealed that the working length and the cutting wire were kinked. These problems could have been caused by attempts to advance the device through a difficult anatomy, device manipulation, or by the device coming into contact with a hard surface (scope). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.